Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to burn connector. We were unable to perform functional test due to unresponsive buttons. The device was also received with minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an unresponsive keypad or buttons. The customer¿s blood glucose level was unknown at the time of the incident. No further customer details were given. Troubleshooting was not completed. The insulin pump will be returned for analysis.